Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported was injected in the cheeks with 3 syringes of harmonyca¿ with lidocaine. Four months later, the patient was injected with juvederm® volite¿. The patient experienced an ¿inflammatory reaction" on both cheeks. The patient was treated with solupred 20 for 3-5 days and an unspecified treatment for 3-7 days. Six days later, the patient was treated with solupred 20 mg for 2-5 days and augmentin. Event is ongoing. This file is for the juvederm® volite¿.